Event description:
After inserting the lens the passport ii the patient's capsule bag tore. Subsequently the lens was removed and a vitrectomy performed. The surgeon commented that the lens appeared to have rough edges.